Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for an initial implant procedure. After the implantation of the right ventricular lead a drop in the patient's blood pressure was noted. Pericardiocentesis was performed before the patient was transferred to the operating room for surgical repair due to a right ventricle perforation. The patient's status is unknown but it was noted that the patient would be extubated soon.